Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during bench testing there was an issue with the lcd reading, in which it consistently displayed a temperature above 200 degrees even after calibration. There was also an issue in which the audible alarm on the side of the unit was not functioning when pressed. No patient involvement.

Manufacturer narrative:
Other, other text: d10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6). One device was received. No physical damage to the printed circuit board (pcb). Per functional testing, inserted the pcb into a functioning hotline unit and performed a visual/functional inspection. Stable display read 237. Performed calibration to ensure proper function. The complaint was not confirmed as the pcb runs as intended. The most probable cause was the customer thought the 3 digits were a "whole number" in the hundreds. There is no decimal point between the last 2 digits, there are 3 digits visible on the pcb and the last digit has a "tenth of a degree" value. Example: if the lcd reads 419, it is 41.9 degrees. The item is a purchased finished good, device history record (DHR) is at the supplier and not readily available for review. A replacement was sent to the customer and no further actions were taken.